Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level reached a high of 290 mg/dl. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be determined.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.